Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger was displaying "battery charger problem". The pt was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger/modem battery board was contaminated. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, there was contamination inside the battery pack. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery charger/modem. The pt received a replacement battery charger/modem. Device manufacture date: charger/modem: 12/2011. Battery pack: 04/2010.